Event description:
A customer reported experiencing intermittent laser issues before a procedure. There was no patient involvement.additional information has been requested.

Manufacturer narrative:
The company representative did not indicate finding any issues related to the reported event. The core module was replaced and returned for evaluation. The system was manufactured on january 20, 2015. Based on qa assessment, the product met specifications at the time of release. The core module was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The core module was installed into a calibrated system booted up. There were no system messages generated upon boot up. The system was then tested and found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).